Event description:
Pt therapy cables for hands-free defibrillation and transcutaneous pacing electrodes failed during defibrillation and transcutaneous pacing attempts. Pt in ventricular fibrillation and when defibrillator was applied crew received an error message advising to connect electrodes pad which were already attached and in place. Manual defibrillator removed and automated external defibrillator was attached and defibrillated pt once. Short delay, per ems crew on scene, for providing defibrillation to pt. Pt expired in the emergency dept 15-20 mins after hosp arrival.